Manufacturer narrative:
Date of event - estimated since unknown.

Event description:
It was reported a cerebrovascular accident (cva) and device related thrombus (drt) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted with no leak. At the patient's 45 day follow up transesophageal echocardiogram (tee), a drt was noticed. It was also noted that the patient ended up having a stroke at an unknown time. The patient is only experiencing numbness in her finger. No intervention was performed.